Event description:
The customer contacted baxter's technical service center to report the power cord damaged due to electrical short on the homechoice (hc) machine after use. The home patient (hp) stated that the smoke detector went off. The hp noticed that the hc power cord and the surge protector looked burnt. The baxter technical service representative (tsr) initiated a swap. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the hc return instrument test/evaluation (rite) electrical test and passed the rite functional test. The problem was not confirmed and the assignable cause for the reported issues was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.